Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that 5 months after the dental implant was placed, in ada 20 of the patient's mouth, non-osseointegration was observed. Patient presented bone type ii and pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed, in ada 20 of the patient's mouth, non-osseointegration was observed. Patient presented bone type ii and pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.